Event description:
Tried to give a client the moderna vaccine and the needle was having difficulty going into skin. Needle never did pierce skin rather only indented skin with no blood at all. Drew up another moderna vaccine with a different needle and gave this vaccine with no issues. Threw out other non functional needle in sharps and let leads know immediately